Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the first two rows on the proximal end of the stent were stretched out towards the proximal markerband. Some of the struts were raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use error. Per the directions for use (dfu) / product label: lesions involving arterial segments with heavily calcified lesions are contraindicated in the dfu. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The stenosed target lesion was located in the severely calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x20 apex balloon and then a 24 x 2.75mm taxus liberté stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.